Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not fully power on/code 107 - multiple abnormal shutdowns) was confirmed. Upon investigation, liquid contamination was found in the monitor and corrosion was found on multiple components inside the monitor enclosure. The cause of the abnormal shutdowns and code 107 was the contamination. The root cause of the contamination was ingress of an unknown substance. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) the patient using the monitor reported that the monitor was unable to fully power on and displayed a service code.